Event description:
The customer returned the product for broken battery compartment, during device analysis, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. Service history review identified there were no previous repairs. The customer initial issue was confirmed through visual inspection; however further investigation found a detached downstream occlusion (dso) seal and missing upstream occlusion (uso) seal. The seals were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device.